Event description:
It was reported that a user experienced connection and scanning difficulties when attempting to use an abbott freestyle libre 3 plus sensor with the ilet system for the first time, receiving repeated scan errors and then a ¿sensor already in use¿ message; after device and phone restarts, the ilet displayed a sensor warmup in progress. Symptoms included hyperglycemia with a reported fingerstick blood glucose of 359 mg/dl after ilet dosing stopped when bg run expired. Outcomes included no injury, no loss of consciousness, no emergency treatment, and no hospitalization, with the user electing to wait for dosing to resume after warmup. Investigation included customer service troubleshooting and user education on sensor pairing and warmup expectations. Investigation of this case revealed that dosing cessation was attributable to bg run expiration and that the ilet would resume automated dosing after sensor warmup completed. It was concluded that the device performed as designed once the compatible sensor was recognized and warmup was underway, with no device malfunction identified. The device has not been returned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.